Event description:
Same case as report number: 2183959-2018-60288. It was reported that the patient had an artificial urinary sphincter (aus) and inflatable penile prosthesis (ipp) revised due to the aus pump and ipp pump encapsulate together causing the aus pump to be difficult to squeeze. No device was explanted the aus pup was moved more laterally in the scrotum.